Event description:
In 7/2003, the MFR's (MFR.) International rep e-mailed a report to the MFR. That states the following: the device was implanted in 2002. In 2003, an x-ray was taken which verified a detached cannula. During removal of the cannula via the femoral vein, the cannula tip broke off and lodged in the pt's lung without any serious consequence to the pt's condition. The device was replaced with a shunt, left forearm. A portion of the detached cannula is scheduled to be returned to the MFR for analysis. No further details are available at this time.